Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; three devices had worn components, two devices had broken/damaged components, one device had a stuck/sticking component, one device had a shorted component, one device had a detached component, and one device had a misaligned component. The devices were repaired and returned (one device was repaired by the customer). There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events, where it was reported the zoom function would disengage during use. There was no patient involvement in 8 events. In 1 event, there was patient involvement, but there was no impact or consequence to the patient.